Manufacturer narrative:
The t:slim g4 user guide states, "replace the cartridge every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 321-488 mg/dl. The customer believed the pump is not delivering insulin as intended. Customer delivered multiple correction boluses via the pump to address bg levels. System check with tandem technical support was performed, and pump was functioning as intended. Customer reported that the cartridge is typically in use for 4 days. Tandem technical support educated the customer on cartridge labeling. Customer reverted to manual daily injections, and reported elevated bg levels have resolved. Ultimately, the customer began use of the pump for insulin therapy, and reported bg levels improved. In addition, the customer had an infection during the time bg levels were raised, and reportedly the infection resolved.